Event description:
Health professional reported the return of a lap-band to an alleged "leaky port." The leak was noticed after the pt "kept losing fill amount."

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."